Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On 09jan2017 a patient (pt) called our affiliate in (B)(4) to report ocular discomfort from a torn acuvue oasys brand contact lens. The discomfort is documented in a separate record. The ocular discomfort event was determined not to be a reportable event. During the telephone discussion, the pt reported that while wearing an unknown acuvue brand contact lens he/she was diagnosed with four os corneal ulcers and two od corneal ulcers. The dates of the corneal ulcer events and medical treatment prescribed are also unknown. The pt can¿t recall any additional medical information. Additional attempts were made for additional medical information. No additional medical information has been received. The event is being reported as a worst case os corneal ulcer event due the limited information provided by the pt. The od corneal ulcer event will be filed as a separate report. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.